Event description:
It was reported that the right ventricular (rv) lead was previously capped and replaced for an unknown reason, then was subsequently explanted. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was previously capped and replaced for an unknown reason, then was subsequently explanted. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. The distal conductor was found to be fractured, and blood was found on both the distal and proximal conductors (not obstructed). The outer insulation was breached/torn, and exhibited a cosmetic depression and a cosmetic white substance. (B)(4).